Manufacturer narrative:
(B)(6).

Event description:
It was reported that there is something rattling inside the device, like a washer or something. No backup was available. No patient injuries were reported.

Manufacturer narrative:
An evaluation was performed by smith and nephew and could confirm the customer complaint for there is something rattling inside the device. A visual inspection was performed and showed a loose retainer on the lens cell and the eyepiece has a large dent. This damage indicates hard contact to the device which caused the retainer to come loose. No manufacturing related defects were observed.